Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed pump supplies to address the issue.